Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that when the pump was powered on, "on battery" alarm began and the charge led was not lit. The engineer inspected the ac power, he confirmed the existence of the 220 voltage and that the fuse was good. The power cord was replaced, however, the alarm was unchanged. The engineer then opened the panel on the right side and measured the voltage of the battery as 12.4 volts. Next, the engineer examined the fan over the power pack and found that it did not work. Per the engineer, "moreover, it output 0v from power supply. We confirmed the problem of power supply." There was no reported patient death or injury. Medical/surgical intervention was not required. There was no reported delay in therapy. There was no reported patient involvement.